Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 19 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. Found that the customer was connected to the infusion set during the manual prime, and may have received about 31.3 units of insulin based on the prime history. At the time of the call, the customer was discussing the incident with the insulin pump trainer at the doctor's office. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.